Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device bolused vasopressin into the patient. The infusion had an intended rate of 3.4ml/hr (0.06units/min) with volume to be infused of 50ml. The medication bag's total dose/volume was 50units in 50ml. There was patient involvement but no patient harm. It was noted that the patient's mean arterial pressure (map) never went above 90 and the clinicians were aiming for a map greater than 65. The levophed and vasopressin infusions were titrated as ordered. There were no additional medical interventions provided to the patient as a result of pump issue.

Manufacturer narrative:
Additional information: imdrf annex g grid. Omit: g02001 - antenna.

Event description:
It was reported that the device bolused vasopressin into the patient. The infusion had an intended rate of 3.4ml/hr (0.06units/min) with volume to be infused of 50ml. The medication bag's total dose/volume was 50units in 50ml. There was patient involvement but no patient harm. It was noted that the patient's mean arterial pressure (map) never went above 90 and the clinicians were aiming for a map greater than 65. The levophed and vasopressin infusions were titrated as ordered. There were no additional medical interventions provided to the patient as a result of pump issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device bolused vasopressin into the patient. The infusion had an intended rate of 3.4ml/hr (0.06units/min) with volume to be infused of 50ml. The medication bag's total dose/volume was 50units in 50ml. There was patient involvement but no patient harm. It was noted that the patient's mean arterial pressure (map) never went above 90 and the clinicians were aiming for a map greater than 65. The levophed and vasopressin infusions were titrated as ordered. There were no additional medical interventions provided to the patient as a result of pump issue.